Manufacturer narrative:
Weight and ethnicity: unknown/not provided. Date of event: unknown, not provided, but the best estimate date is between 8/31/2021 and 9/27/2021. If explanted, give date: not applicable, remains implanted in the eye. Telephone number: (B)(6). The device was not returned for analysis as the lens remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Posterior capsular opacification. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who underwent a bilateral surgery to implant preloaded intraocular lenses (iols) was not satisfied post operation. The patient complained about halos and blurry vision at all distances. A capsulotomy was performed due to capsular opacification. The pre-operative visual acuity was 20/80 in the right eye and 20/50 in the left eye. The visual acuities post-implantation were 20/50 in the right eye and 20/40 in the left eye. The daily activities of the patient were significantly affected. The lenses remain implanted. This report captures one of the two lenses implanted. A separate report will be submitted against the other lens implanted in the other operative eye of the patient.